Event description:
It was reported that the device was used during a laparoscopic hill procedure. It was reported by the rep that the trocars gasket tore and leaked. There was no consequence to the patient.